Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb2 circuit breaker was evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up properly. This issue will prevent the system from booting to an usable state. No patient or user injury was reported.